Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a zenith flex with spiral-z technology aaa endovascular graft iliac leg was deformed (it became flat) within the right common iliac artery (cia). This report is related to another MDR with patient identifier (B)(6) and manufacturer report #:(B)(4). The patient underwent a computed tomography scan (CT) on (B)(6) 2015. The CT confirmed an abdominal aortic aneurysm (aaa) that measured 44mm and a right common iliac artery aneurysm (ciaa) that measured 45mm. On (B)(6) 2015 the patient underwent coronary artery angiography (cag) and coiling to the internal mesenteric artery (ima). The patient underwent endovascular aortic repair (evar) and endarterectomy of the bilateral common femoral arteries on (B)(6) 2015. A cook zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-11-107-zt) was used in the procedure. The clinician created an iliac branch device (ibd) by creating a hole in the cook zenith flex with spiral-z technology aaa endovascular graft iliac leg was altered by making a hole in the graft. Then a competitor¿s 7 mm diameter graft was sewn to the zenith flex with spiral-z technology aaa endovascular graft iliac leg to create a branch. Under general anesthesia, bilateral inguinal incisions were made to expose and secure bilateral common femoral, shallow femoral, and deep femoral arteries. Heparin was administered. Activated clotting time (act) prolongation was confirmed. There was severe calcification in both right and left common femoral arteries (cfa). The right common femoral artery was punctured and a 0.035inch x 300cm guidewire was inserted. The clinician discovered that the right common femoral artery was blocked. The clinician then made a longitudinal incision and inserted a 14 french sheath. The 14 french sheath was then replaced with an 18 french sheath in the right common femoral artery. A multipurpose catheter was cut in half and inserted into the wire lumen of the created ibd. A 14 french dilator was used as a pusher, but it was difficult to push, so a 16 french dilator was used as a pusher. A goose neck snare was used to grasp the guidewire to perform the pull-through technique in the branch and the ¿created¿ ibd was deployed from the bifurcation area until the branch. A stent (10nm and length of 8cm) was deployed and implanted in the right internal iliac artery from within the branch of the ibd. Ballooning was performed but because stenosis was observed in the left internal iliac artery bifurcation area, a stent (6 cm) was placed and post-dilated with the previous balloon. A zenith flex aaa endovascular graft bifurcated main body (tffb-28-82-zt) was inserted and deployed from just below the right renal artery and deployment was stopped after the contralateral limb was deployed. The distance from the flow divider to the proximal end of the ¿created¿ ibd was measured. A stent was deployed and implanted, aligning the proximal end of the stent with the zenith flex aaa endovascular graft bifurcated main body graft bifurcation. The distal end of the stent aligned with the proximal end of the lateral branch of the ¿created¿ ibd. The ipsilateral limb of the zenith flex aaa endovascular graft bifurcated main body was deployed. The delivery system was removed. The distance to the left iliac artery bifurcation area was measured and a stent was deployed. The stent was placed between the zenith flex aaa endovascular graft bifurcated main body graft bifurcation and landed in the left common iliac artery. Confirmatory angiography showed no endoleak, but stenosis was present in the right external iliac artery at the distal end of the right leg. To treat the stenosis, a stent (10-nm-diameter by 6-cm-long) was implanted into the right external iliac artery. It was implanted from the right leg of the main body graft to the right external iliac artery (eia). Ballooning was then performed. After the procedure the internal iliac artery was occluded. On (B)(6) 2017 an unknown type endoleak from the proximal side of the aneurysm was confirmed. The aaa measured 44mm in diameter and the right ciaa measured 40mm. No significant changes were observed. A CT performed on (B)(6) 2019 confirmed abdominal aneurysm enlargement. The aaa measured 47x61mm. The common iliac aneurysm measured 40 mm. An endoleak from the proximal side of the aneurysm was identified. The proximal neck was also enlarged. A type 3b endoleak was confirmed on (B)(6) 2019 near the flow divider of the zenith flex aaa endovascular graft bifurcated main body. After consultation with cardiovascular surgery regarding the enlarged proximal neck it was decided that the type 3b endoleak should be treated first. A secondary evar was performed on (B)(6) 2019 to treat the type 3b endoleak. Under general anesthesia, bilateral inguinal incisions were made, and the common femoral artery was secured. The bilateral common femoral arteries were sutured by performing a purse-string suture. The left common femoral artery was found to be severely calcified. An endarterectomy after evar was planned as a result. The left common femoral artery was punctured, and a 5 french pigtail catheter was inserted. Aortic angiography showed suspicious findings of a type 3b endoleak from near the flow divider of the zenith flex aaa endovascular graft bifurcated main body (tffb-28-82-zt). The 5 french pigtail catheter was exchanged for another 5 french catheter and angiography of the left common iliac was performed. The left common iliac artery, where the distal landing site of the stent graft, was found to have an aneurysm, and the sealing between the previously implanted stent graft and the vessel wall was insufficient. A 4 french catheter was used for the left internal iliac artery. Using a 180 cm long guidewire, the 4 french catheter was advanced into the left internal iliac artery. This was unsuccessful due to tortuosity of the vessel. The left internal iliac artery and iliolumbar artery near the bifurcation near the root of the left internal iliac artery were coil embolized with a microcatheter. Heparin was administered and act prolongation was confirmed. The right femoral artery was punctured. A 16 french dry seal sheath was inserted through the common femoral artery on both sides. The two stents were removed from their own delivery systems and lodged upside down into the sheaths. Using the parallel technique, the grafts were placed with the proximal end of each stent graft aligned with the proximal end of the zenith flex aaa endovascular graft bifurcated main body. Ballooning was performed at the same time for both right and left leg graft with a kissing-balloon technique with two balloons to avoid occlusion of the opposite leg graft. Cone beam CT was performed. Stenosis was found in the proximal side of the right leg between the zenith flex aaa endovascular graft bifurcated main body leg and the stent placed in the common iliac artery. The right leg was dilated with a balloon, but the stenosis remained. Therefore, stent (14 mm x 4 cm) was placed to treat the stenosis. After stent placement, cone beam CT imaging was performed again it was confirmed that the right leg stenosis had improved. A stent was placed in the sheath on the left side and the stent graft was extended to the left external iliac artery. After implantation of the stent grafts, aortography showed no obvious endoleak and no significant narrowing of the bilateral legs, so the procedure was completed. An endarterectomy of the left common femoral artery was performed after the evar. A patch made of bovine pericardium was placed. On (B)(6) 2019 angiography CT was completed and confirmed an endoleak. The endoleak appeared to be type 2 or type 1a. The aaa measured 47 mm x 61 mm and the ciaa measured 41 mm. A CT was performed on (B)(6) 2020, and the aneurysm diameter had increased slightly to 49mm x62mm. Patch formation had been identified in the left common femoral artery six months post implant. It was determined that the patient could begin taking transamine (tranexamic acid). The patient began taking transamine (tranexamic acid) on (B)(6) 2020. On (B)(6) 2020 a CT scan indicated that the longer diameter of the aaa had slightly increased. The aaa diameter measured 48x64mm. The physicians indicated that open conversion could be performed, but the patient declined. The physicians then recommended continued follow up. A CT scan was completed on (B)(6) 2020, and the aaa measured 48x65mm on (B)(6) 2020 the aaa measured 50x65mm. The endoleak remained unchanged. Intramural thrombus identified in the stent graft was gradually increasing and the administration of transamine (tranexamic acid) was discontinued. (B)(6) 2021 the aaa had increased in size to 54x67mm. The intramural thrombus had decreased so the administration of tranexamic acid was restarted on (B)(6) 2021. On (B)(6) 2021 the aaa measured 50x70mm. The intramural thrombus had slightly increased. As a result transamine (tranexamic acid) was again discontinued. A recommendation was made to the patient they again should consult with a cardiovascular surgeon, however the patient refused. The patient was also informed of the risk of aneurysm rupture. The patient requested that the physicians continue with the follow up. A CT scan was completed on (B)(6)2021. The scan confirmed that the zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-11-107-zt) that was located within the right common iliac artery had deformed and become flat. On (B)(6) 2022 an increase in aneurysm size was identified. The aaa measured 54x71mm. The zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-11-107-zt) was remained deformed. It was recommended that a stent graft be placed inside the deformed graft in the right common iliac artery. The patient refused the treatment recommendation. There have been no additional adverse effects to the patient reported.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: the complaint facility (B)(6) hospital informed cook of an incident involving a zenith flex main body and leg graft assembly. The incident reported includes a zenith flex aaa endovascular graft bifurcated main body (tffb-28-82-zt) from an unknown lot and a zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-11-107-zt) from an unknown lot. The patient underwent endovascular aortic repair (evar) and endarterectomy of the bilateral common femoral arteries on 06oct2015. A cook zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-11-107-zt) was used in the procedure. The clinician created an iliac branch device (ibd) by creating a hole in the cook zenith flex with spiral-z technology aaa endovascular graft iliac leg was altered by making a hole in the graft. Then a competitor¿s 7 mm diameter graft was sewn to the zenith flex with spiral-z technology aaa endovascular graft iliac leg to create a branch. The following issues have been reported: a type 1a endoleak was found 02oct2017 from the proximal side of the graft with no significant change observed. A CT scan, performed on 22apr2019, confirmed aneurysm growth and proximal neck enlargement with a continued proximal endoleak. The endoleak reportedly persisted during the 27jun2019 and 06oct2020 follow-ups. On 08may2019 a type 3b endoleak was confirmed near the flow divider of the main body graft. The leak was treated 25jun2019 with an additional evar procedure including embolization of the left internal iliac artery. Thrombus was noted in the main body graft on 06oct2020 and the administration of tranexamic acid as an additional treatment for the endoleak fluctuated as a result of increasing or decreasing of the intramural thrombus (all reported under medwatch report #:1820334-2022-00239). Finally, during another follow-up on 19oct2021 deformation of the right leg graft (zsle-11-107-zt) was confirmed but not treated do to patient preference (captured in this report). The complaint facility has not reported any adverse effects to the patient that have resulted from these incidents. A review of the complaint history, drawing, instructions for use (IFU), and quality control procedures, as well as expert review of imaging, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, the complaint facility provided imaging to aid in the investigation. Two angiogram procedures and 4 CT studies are provided for review along with the complaint report. The reviewer confirmed the deformation of the leg graft but could not confirm a cause of the compression. Additionally, a document based investigation evaluation was performed. Review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Cook also reviewed product labeling. The product IFU, [t_zaaasz_rev4] ¿zenith spiral-z aaa iliac leg with the z-trak introduction system,¿ provides the following information to the user related to the reported failure mode: 2 indications for use the zenith spiral-z aaa iliac leg with the z-trak introduction system is indicated for use with the zenith aaa endovascular graft family of products, including the zenith flex aaa endovascular graft, zenith alpha abdominal endovascular graft, zenith low profile aaa endovascular graft, zenith renu ancillary graft, zenith fenestrated aaa endovascular graft, zenith universal distal body endovascular graft, zenith flex aui, or zenith branch iliac endovascular graft, during either a primary or a secondary procedure in patients who have adequate iliac/femoral access compatible with the required introduction systems. The graft is used in combination with these products for the endovascular treatment of abdominal aortic and aorto-iliac aneurysms. 4 warnings and precautions: 4.1 general: ¿ patients experiencing educed blood flow through the graft limb and/ or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up ¿ pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliac's) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Additionally, the completion angiogram (with stiff wire guides removed) should be reviewed carefully to determine if further treatment in these regions is necessary (e.g., adjunctive ballooning or stenting). Failure to remove the stiff wire guide prior to the angiogram could mask any limb kinking or narrowing that might occur when the wire guide is removed. ¿ follow-up imaging should be carefully reviewed for narrowing within the graft leg. Patient with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. 5.2 potential adverse events: adverse events that may occur and/or require intervention include, but are not limited to: ¿ arterial or venous thrombosis and/or pseudoaneurysm ¿ claudication (e.g., buttock, lower limb) ¿ graft or native vessel occlusion evidence provided by the complaint facility, the imaging review, complaint history, and manufacturing documents, suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided, review of imaging, and the results of the investigation, it was determined that the probable cause for the reported deformation of the graft is the off label alteration of the zsle graft. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.